Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion being treated was located in a calcified mid left anterior descending artery. The 1.5x15mm apex flex monorail balloon was inflated and ruptured at six atmospheres. It is unknown how many inflations occurred. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.